Manufacturer narrative:
Ge healthcare service issued a proposal for troubleshooting and repair to the customer but it has not been approved. No report of patient involvement. (B)(4).

Event description:
The hospital reported a ventilation failure error. There was no report of patient involvement.